Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 19psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
On 10/21/2024, zyno medical received a report that during the preventive maintenance (pm), failed the 30 psi occlusion test at 19. No report patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that when the pressure was set at 30 psi, the 30 psi occlusion failed. The pump recalibration from 269 to 259 confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).